Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 2.6 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump had been flipping so the pump segment needed to be replaced on (B)(6) 2016 due to twisting. They were unable to aspirate the catheter during the pocket revision. A new pump revision kit was used to replace the twisted catheter. After the replacement, the healthcare provider (hcp) was still unable to aspirate the catheter. It was explained that there was therefore drug in a portion of the catheter, no drug in a portion of the catheter, and drug in the internal tubing and reservoir. The hcp was aware that the patient would receive drug for 14 hours, then no drug for 5 hours, and then receive drug again. The date the patient first started experiencing the pump flipping was unknown and it was unknown if the issue was resolved. The patient was considered to be alive - no injury. No other symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.